Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiration date: 04/2026) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Event description:
It was reported that during a prostate biopsy procedure, the device allegedly misfired and got stuck when retracting needle. The procedure was completed by using another device. There was no reported patient injury.

Event description:
It was reported that during a prostate biopsy procedure, the device allegedly misfired and got stuck when retracting needle. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H10: this supplemental MDR is being submitted to report that MFR rpt# 2020394-2024-00447 was a duplicate record and was opened in error. The event details are being captured under complaint file # (B)(4) which is a not reportable complaint. H10: d4 (expiration date: 04/2026). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.